Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, retains analysis, system risk analysis (sra) and visual analysis. The DHR was reviewed and the product met manufacturing specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 03/03/2016 to 06/29/2016 and trending was not exceeded. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The sra review indicates the risk associated with a hazard of 'quality problem with no impact on safety' is considered to be "low." One complaint bi was received: the ci disc is a uniform gold color, the cap is depressed, no media remains in the crushed vial. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one dried spore disc stained purple. There are no punctures observed on the plastic vial or tyvek® liner. The bottom of the vial is sold with no holes. No manufacturing related anomalies observed. The assignable cause of the suspect positive bi cannot be verified. It is unlikely that the "muddy" color/suspected positive bi was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to the complaint issues, and the lot trending was not exceeded. An issue with the performance of sterrad® 100s is unlikely since the cycle passed and the ci disc changed color appropriately.  Additionally, the subsequent bi was negative for growth.  The cyclesure® retains met functional specification when used per IFU. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4). Brand name - the correct brand name is cyclesure bio indicator. Catalog number - the correct catalog number is 14324_97. Lot number - the correct lot number is 06316030. Expiration date ¿ the correct expiration date is 02/28/2017.

Event description:
A customer reported the color of media did not change to yellow or purple and was a "muddy" color with a cyclesure® 24 biological indicator (bi) after a sterrad® cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators. Asp will continue to follow up for additional information.